Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a previously used cartridge did not fit onto the pump. The customer had been using the cartridge on an older pump and once the cartridge was removed it would not fit onto the new pump even though the customer was aligning the cartridge properly using the rails. A new cartridge was successfully loaded onto the pump. Blood glucose level was 232 mg/dl.